Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his left side in july 2009. Complaint for his right side has been entered separately. Patient has suffered from discomfort and pain in his hip. It has become increasingly painful for him to move, bear weight and walk, to move his legs, and to rise from a seated position. Patient will undergo revision surgery for his left hip after healing from the revision surgery on his right hip. (B)(6).